Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The x-ray showed, lv lead was pulled back and was entirely out of the original position. The physician stated this was due to patient having twiddlers syndrome. The physician explanted the lead and implanted a new lead as replacement. Lv lead was returned back to laboratory. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided